Event description:
Reference number: (B)(4). Event occurred in the united states. On 11-aug-2024, it was reported that the patient faced infusion set occulsion in tubing patient replaced infusion set and resumed insulin successfully. No further information available.